Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3093-33, lot# v758541, implanted: (B)(6) 2011, product type: lead. Product ID: 3889-28, lot# va0e4n5, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
A patient reported on (B)(6) 2016 she fell. The patient noted that she meet with a manufacturer representative (rep) about 2 weeks ago and was told the leads on the right side were damaged and the implantable neurostimulator (ins) on the left side is almost depleted. The patient is scheduled for surgery on (B)(4). The patient reported a loss of therapy and having increased urinary symptoms since the fall. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.